Manufacturer narrative:
The patient medical records were provided by the facility on march 2, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical records reveal that the patient started hemodialysis on (B)(6) 2016, and tolerated the treatments well. Patient was administered hemodialysis on the 2008t on (B)(6) 2016 with no problems or adverse effects. The medical records do not contain a death certificate or an autopsy report for review. The provided medical records do not reveal a cause of death. Patient had an extensive cardiac history (chf, mi, cad, and pericarditis) and had recently been hospitalized (within a month of the occurrence date) for abnormal cardiac enzymes. There is no documentation in the medical record that states there was a causal relationship between the post treatment conductivity test failure and the patient¿s death. There is no documentation in the medical record that states there was a causal relationship between the 2008t and the patient¿s death. There is no documentation in the medical record that states there was a causal relationship between the saline administered during hemodialysis and the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported a patient falling unresponsive and subsequently expiring amidst a hemodialysis treatment. It was also reported that the patient's blood pressure was low during treatment, and slowly declined as treatment continued. With 9 minutes of treatment remaining, the patient went unresponsive and coded. CPR was initiated and 911 was called. Emergency medical intervention professionals arrived shortly thereafter and continued in an attempt to resuscitate via CPR. The patient was unable to be resuscitated and subsequently expired. The hemodialysis machine was pulled from service. The site biomedical technician evaluated the unit; the machine failed functional tests for conductivity, post treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.